Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2020. The following information was requested and received. 1. What is the physician¿s opinion as to the etiology of or contributing factors to the patient symptoms 3 weeks post op? "I don't know". 2. Does the surgeon believe that there is any relationship between the monocryl suture/vicryl suture/ stratafix suture and patient symptoms? "Possibly". 3. Was there any deficiency noted with the monocryl suture/vicryl suture/ stratafix suture noted prior to or during use? "No". 4. How many layers of prineo adhesive were used over mesh during application? "One" 5. What is the physicians opinion of the contributing factors leading to hospitalization/ reaction?"I don't know. Haven't seen this before". 6. Patient pre-existing medical conditions (ie. Allergies, history of reactions) 7. What is the patient¿s current status? "Doing ok".

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: (B)(6) 2019 operative note: left total knee arthroplasty utilizing smith nephew system. The extensor mechanism was tacked with absorbable suture in figure eight followed by running barbed suture. The subcutaneous closure with absorbable suture in running fashion. The subcuticular closure was performed with absorbable suture. Skin adhesive dressing and mildly compressing wrap were applied. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure in 2011? What suture was used during procedure in 2011? What was the date of the second procedure? What suture was used during second procedure? If in your possession, may we have a copy of your operative report (2011, 2nd proc, and aug 2019) for each procedure to review which layer of tissue the suture was used? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the surgeon¿s name, contact information and sign release of medical information form. Patient reported adverse event of hives, reaction possibly treated with steroid in 2011 reported via 2210968-2019-90131. Patient reported adverse event of hives, reaction and angioedema treated with steroid on unknown date reported via 2210968-2019-90134, 2210968-2019-90135 and 2210968-2019-90137. Patient reported adverse event of hives, reaction, angioedema treated with steroid in august 2019 and current hives reported via 2210968-2019-90138, 2210968-2019-90140.

Event description:
It was reported by the patient that they underwent a knee procedure on (B)(6) 2019 and suture was used. The patient experienced severe allergic reactions 3 to 4 weeks after surgery, not at the site of surgery but systemically with hives and angioedema. The reaction begins with hives and then proceeds to swelling in the face and lips or on the tongue. The patient reported the angioedema usually responds well but can reappear mildly up to two months, and the hives last longer. The patient was treated with tapering doses of prednisone. Patient reported current hives continue. Additional information has been requested.